Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that the pump started saying button error and was vibrating and beeping. Customer stated that it still says button error and will not let him clear it. Customer reported that the buttons will not respond to her. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump was monitored and had no vibration anomaly and audio beep anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.